Event description:
It was reported that the insulin pump programmed blood glucose levels and a bolus on its own. The customer was very uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.